Manufacturer narrative:
Unit was received without battery. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. Unit had unexpected vibrator noise during vibrate check. Unable to determine vibrator anomaly due to pump preservation. Ab 06-28-11; gm 6-29-11 unit had unexpected vibrator noise during vibrate check due to adhesive not adhering the vibrator motor to the case. (B)(4).

Event description:
The customer's wife was reported via phone call that the customer passed away in an unknown location. The cause of death was severe cardiac arrest. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis. Pump had unexpected vibrator noise during vibrate check due to adhesive not adhering the vibrator motor to the case. This report was created for the failure analysis results.